Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated to tech that locking mechanism is broken, he isn't with the bed.